Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was in the distal circumflex with mild tortuosity and mild calcification. The voyager nc was used for post-dilatation of a deployed xience v stent; however, the balloon ruptured at 12 atm after inflated for 30 seconds. There were no reported pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. It is possible that an interaction with other devices, the stent implant and/or the tortuous and calcified lesion may have damaged and weakened the balloon material, such that the balloon ruptured upon inflation attempt. There does not appear to be any indication of a product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.